Event description:
The pt had a loss of therapeutic effect and no stimulation sensation. She had a lot of pain; it felt "like something exploded in her spinal cord". This started the previous monday after the pt was cleaning up her yard, bending and picking things up. The pt's status was fair. She had just moved and did not yet have a physician. Further info is being requested at this time.

Manufacturer narrative:
(B)(4)